Event description:
It was reported that the pump was found to be leaking at the distal aspect of the tubing before the luer lock, resulting in a reported device leakage. This leak was suspected to have led to the patient receiving less than the prescribed dose of 0.1075 ¿g/kg, with the exact flow rate and volume delivered remaining unknown. At the time of reporting, the outcome of the chest pain remained unknown.

Manufacturer narrative:
D4: item information is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: no product was received for analysis. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.